Manufacturer narrative:
Section a2: correction. Section g1: correction. Section h3,8: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, review of the log files submitted by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained approximately 11 hours of data from (B)(6) 2019. Transient low flow fault flags were captured throughout the file when the estimated flow dropped below the threshold of 2.5 lpm. These faults resulted in 3 low flow hazard alarms captured at 4:56:32 am, 9:11:52 am, and 9:35:26 am, lasting for 1, 3 and 4 seconds, respectively. Despite the observed alarms, no other atypical events were captured and the pump appeared to function as intended, operating at or above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further events have been reported at this time. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Additionally, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 7 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019 . It was reported that pump had speed deceleration, decreased flows and pulsatility index (pi). Patient has also experienced arrythmias. Manufacturer's technical service representative reviewed the log files and observed low flow alarms. Additional information was requested but was not provided.